Manufacturer narrative:
Account found the head up valve was causing no head up function. Account replaced the head up valve and this resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the bed has no head up function.